Event description:
The patient reportedly experienced a loss of lock between the external equipment and the cochlear implant. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device will be scheduled.